Event description:
The customer called back to perform the high pressure test, but he did not have the tubing clamp. The customer stated that he experienced high blood glucose; his glucose level at time of call was 110 mg/dl. Assisted the caller to run the high pressure test and the test failed twice. The caller stated that the cannula was not bent when it was removed. The customer has been on manual injections and has not used the insulin pump for the past week. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.